Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the logs then replaced the solenoid control board. The stm subsequently completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) makes noise when turned on and will not do anything else. There was no patient involvement, thus no adverse event was reported.